Event description:
New info received from the user facility confirms the reported torn casular bag was not lens related. The tear occurred during phacoemulsification. After this occurred, the physician changed his mind regarding the lens style. The lens reported for this event was not used and did not come in contact with the pt.